Event description:
It was reported that this artificial urinary sphincter (aus) was explanted due to the patient experiencing recurrent incontinence due to suspected urethral atrophy. Upon removal, a new aus system was implanted. No further patient complications were reported.